Event description:
A customer's territory manage contacted haemonetics on (B)(6) 2009 to report their orthopat machine had no suction. The issue was noted intra-operatively. No donor or operator injury or reaction was reported.

Manufacturer narrative:
A customer's territory manager contacted haemonetics on (B)(6) 2009 to report their orthopat machine had no suction. The issue was noted intra-operatively. No donor or operator injury or reaction was reported. Evaluation of the device confirmed the issue was due to a blood spill. The issue caused damage to various components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).